Event description:
It was reported the disposable was leaking, patient switched the tubing twice because of the leaking towards end of tubing. The fault occurred during use. The product issue did not cause or contribute to patient or clinical injury. The event was resolved, no additional information or details are available.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; d4: lot number and expiration date is unknown: g5: 510k is unknown; h4: device manufacture date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D4: UDI, catalog number are unknown, d3, g1, and g2 email is: (B)(6).